Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number (B)(4). A facility reported that during use of the mayfield composite series skull clamp (a3059) for a nuero case, slippage occurred. No information on patient injury or surgical delay has been provided. Additional information has been requested.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed there was a slight up and down movement in the lock. However, when the unit was locked down under pressure, it did not move. Unit has not been serviced since october of 2020. The unit was involved in a slippage, but there was no mention of whether there was a patient injury or not; however, as a precaution, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report with no additional device deficiencies observed. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Unit passes all specific functional testing. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.